Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a disconnection between the patient connector of the peritoneal dialysis (pd) transfer set and the titanium adapter. This occurred during last fill of peritoneal dialysis therapy. To resolve this issue, the patient received prophylaxis and the transfer set was replaced and the same titanium adapter was used. There was no allegation against the titanium adapter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.